Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm maverick balloon catheter was advanced to dilate the lesion; however, when the physician advanced the balloon inside the guide catheter the mid section of the hypotube shaft was broken. The physician took another of the same device and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 68cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm maverick balloon catheter was advanced to dilate the lesion; however, when the physician advanced the balloon inside the guide catheter the mid section of the hypotube shaft was broken. The physician took another of the same device and completed the procedure. No patient complications were reported and the patient's status was stable.